Manufacturer narrative:
Insulin pump was received in with a broken off end cap. Unable to verify the loose drive support disk due to the broken off end cap. Cracks to the case, battery tube threads, reservoir tube lip, reservoir tube and a scratched lcd window also noted.

Event description:
It was reported that the insulin pump has cosmetic damage. The blood glucose reading is 56 mg/dl. Customer treated with apple juice. The end cap was missing. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.